Manufacturer narrative:
It was reported that the patient had a burn on their skin that looked like the c6 sensor. The device was not returned for investigation. Engineering evaluation was unable to be performed on the patch as it is single use and was not returned. Allegation is confirmed through images of patient skin irritation attached to this case and is most probable to be a bio-incompatibility issue with the electrode adhesive and/or hydrogel pads. Marsi, skin burn, and associated symptoms may inherently occur under the course of ECG monitoring. No single factor or combination of factors can be attributable to electrode skin irritation and associated symptoms. The product labeling advises patients of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
It was reported that on 02 may 2024 a 1 year and 2 month year old patient experienced a skin brun under where th c6 sensor and universal 2 channel electrodes was sitting. The patient's mother reported that the patient is currently on 10mg of nadolol. The patient's mother declined a replacement however the patient's mother said they would switch the flex adapter. The patient's doctor stated the burn was an electrical burn. The patient's skin was cleaned with warm water, mild soap each time the electrdoe was changed.